Event description:
It was reported that the speaker function of the pump was not audible. Blood glucose level was noted to be 45 mg/dl. The customer consumed glucose tablets and carbohydrates to address the low level and did not require incapacitating assistance. Technical support determined the pump operated as intended after instructing the customer to navigate various settings and alerts. The customer was advised that sound settings could be adjusted if needed and was able to resume insulin therapy.